Event description:
Catheter broke during removal in 2005 (I-flow was notified on three days later. Catheter started to come out and then met resistance. A five (5) inch soaker segment broke off inside the pt. The catheter remains inside of pt, currently, as the doctor has elected not to remove the segment. Reported in 06/05 that surgeon decided to leave the catheter in the pt.